Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels due to mild diabetic ketoacidosis. Customer's blood glucose level was 400 mg/dl at time of hospitalization. Customer stated being treated with intravenous insulin drip at time of reporting. Customer declined further troubleshooting and blood glucose level was 220 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.